Manufacturer narrative:
Physio-control evaluated the customer device and confirmed that it intermittently doesn't respond to the lid opening or closing. The device was still able to be powered on and off by pressing the on/off button. The root cause is the lid switch, designator sw5. The device was destructively tested ad archived by physio-control. The customer was provided a replacement device.

Event description:
It was reported; lifepak cr2 device customer states, "device will not shut off when the lid is closed" and upon further investigation; physio control found, "that intermittently will not power on when lid is opened". There was no report of patient involvement associated to this event.